Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. Subsequently, the patient underwent an abutment removal under general anesthesia (specific date not reported).